Event description:
Subsequent to the supplemental MDR, a correction is required. It was reported that intermittent audio output occurred. Approximately on (B)(6) 2023, the patient stated that she was alone in her kitchen and passed out because her sensor was not warning her like it should. When she passed out, she bumped her head on the wall and hit the trash can. When she regained consciousness she noticed bruises, her nose and top lip were bleeding while the kitchen floor was covered with blood. She sat on her couch, drank a soda, and prepared a peanut butter sandwich. The patient thought she was sweating until she figured out it was not sweat but blood on her head from the fall when she passed out. She cleaned herself in the bathroom after that she continued drinking her soda and eating her peanut butter sandwich. The patient was not taken to any hospital and no further treatment was needed. At the time of the report, the patient was feeling fine but was still a bit tired and noticed she had sustained bruises from the event. The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Data log analysis was performed and passed. Functional test results were performed and passed. Alarm/alert manual test was performed and passed. Speaker/vibrator resistance measured was performed and passed. Receiver touchscreen and sound manual tests were performed and passed. Internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was not confirmed. A probable cause could not be determined as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that intermittent audio output occurred. On (B)(6) 2023, the patient experienced intermittent audio output, no cgm (continuous glucose monitor) reading was reported during the event, but the patient stated that she was alone in her kitchen and passed out because her sensor was not warning her like it should. When she passed out, she bumped her head on the wall and hit the trash can. When she regained consciousness she noticed bruises, her nose and top lip were bleeding while the kitchen floor was covered with blood. She sat on her couch, drank a soda, and prepared a peanut butter sandwich. The patient thought she was sweating until she figured out it was not sweat but blood on her head from the fall when she passed out. She cleaned herself in the bathroom after that she continued drinking her soda and peanut butter sandwich. The patient was not taken to any hospital and no further treatment was needed. At the time of the report, the patient was feeling fine but was still a bit tired and noticed she had sustained bruises from the event. The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Data log analysis was performed and passed. Functional test results were performed and passed. Alarm/alert manual test was performed and passed. Speaker/vibrator resistance measured was performed and passed. Receiver touchscreen and sound manual tests were performed and passed. Internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was not confirmed. A probable cause could not be determined as the allegation was not found.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause loss of consciousness.